Event description:
It was reported that recorded atrial fibrillation (af) episodes were inappropriately terminated early due to intermittent atrial undersensing. It was also alluded to that the patient may have received inappropriate electric shocks shocks. No adverse patient effects were reported.